Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for h11a19039, h10i14034 with no issues noted during the manufacturing process. There were no deviations from standard procedure. A batch review was performed for h11b03106 and an exception was noted but does not indicate any issues related to the complaint. There were no deviations from standard procedure. The root cause of this peritonitis is use error-poor aseptic technique. Current labeling provides ample instructions related to prevention of the suspected use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of three reports associated with this event.

Event description:
A consumer reported to baxter on (B)(6) 2011 that the home patient (hp) had died. A follow-up call was placed to the peritoneal dialysis nurse(pdrn) who reported that the hp died on (B)(6) 2011. The cause of death was given as vre peritonitis, metastatic cancer of prostate to bone and cardiomyopathy. It was not reported whether an autopsy was performed. The pdrn stated that peritoneal dialysis (pd) therapy was ongoing until the time of death, but that the baxter products were not related. On (B)(6) 2011, on a follow up call, the pdrn clarified that the cause of death was peritonitis with causality as poor patient technique. The pdrn stated that she believed the hp's diagnosis of bone cancer and cardiomyopathy further compromised the hp's ability to "fight the peritonitis".